Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the grasper broke off inside the patient. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: broken jaw. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause could be broken jaw due to excessive force. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the grasper broke off inside the patient. The broken piece was retrieved and the procedure was completed successfully.